Manufacturer narrative:
Per the instructions for use, conduction system injuries (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in technical summary written by edwards lifesciences ¿clinical technical summary for complaints-conduction disturbances/ heart block¿, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, the patient¿s history of right bundle branch block likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
Fifteen days post tavr, complete heart block was observed and the patient received a permanent pacemaker. Initially, the patient underwent a successful tavr procedure and was transferred to the ICU for monitoring as per protocol. The patient was hypertensive with a systolic pressure from 180-190mmhg. The patient¿s htn was being treated with a change in medications. There was a history of right bundle branch block, but no further abnormalities were observed during the procedure. Therefore, it was determined a permanent pacemaker was not needed. Two days post tavr, the patient signed out against medical advise (ama). He stated he felt so good, he no longer wanted to remain hospitalized. It was unknown by the medical staff if he was compliant with his medications, new dosages and discharge instructions. The patient was admitted to the ER 15 days post tavr for syncope resulting in a fall with a head injury. The patient had a hem-craniotomy resulting in a 4 liter blood loss and transfusion. The patient was also noted to be in complete heart block. He received a permanent pacemaker. At the time of this report, the patient is currently under the treatment of comfort care with a subdural hematoma, and refusing additional care. The sapien xt is currently functioning properly and no defects noted. ¿the perceived root case varies between change of medications and hx of syncope resulted in the EKG changes, possible severe drop in blood pressure and fall; or implant of valve resulted in a long delayed EKG change resulting in fall.